Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 70 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Calibration error, bent cannula and change sensor were reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is expected to be returned for analysis.

Manufacturer narrative:
Analysis not required for expired sensor.